Event description:
It was reported that the left ventricular lead had been cut in a previous procedure and was explanted and replaced during the elective generator change. The patient was in stable condition.